Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2019 because of a pocket infection. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Correction: b1 (report type) corrected. B2 (outcomes attributed to adverse event) corrected. H1 (type of reportable event) corrected. H6 (method) corrected. The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Summary of the investigation: electrical characteristics of the returned device were within specifications. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2019 because of a pocket infection. Preliminary analysis showed that the subject device has been sterilized and released according to all applicable procedures.